Manufacturer narrative:
This medwatch report was submitted in error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance (pm) the ht70 ventilator's pump failed the system leak test. The service engineer replaced the ht70 pump and manifold assembly. There was no patient involvement as the reported condition was found during planned service of the ventilator.